Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer states that she removed the adhesive and head set, but the cannula remained inside her skin. No adverse event alleged. No third-party intervention reported. A request was made for the return of the device.